Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Socr checked the subject device for evaluation. It was confirmed that the image of the subject device was not displayed because there was the corrosion and/or the short circuit of the ccd unit by the water invasion into the inside the camera head of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised that this phenomenon was attributed to the water invasion into the ccd unit by impairing watertightness of the subject device due to use beyond its useful life. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the image of the subject device was not displayed when the incoming inspection was conducted for the user malfunction, the image failure at olympus service operation repair center (sorc). There was no report of patient injury associated with the event.